Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the patient presented to the hospital with a basilar apex aneurysm. The physician plan was to first stent the left posterior cerebral artery (pca) and then use a second stent on the right side if it was needed. After deploying the first stent, the subject guidewire was advanced into the patient¿s anatomy. Resistance was encountered when the physician tried to advance the subject guidewire to cross the first deployed stent. The guidewire was caught in the stent and got stuck in the right posterior cerebral artery (p1). Multiple images were taken, and it was confirmed that the guidewire did not perforate the artery. The physician was not able to torque the guidewire. When the physician tried to pull back the guidewire, the patient went asystole. The physician then left the guidewire and took the patient to perform post procedure computed tomography (CT). A few hours later, the patient was brought back to the operating room and multiple attempts were made to remove the guidewire; however, was not successful. The guidewire was cut, and part of the guidewire was left inside the patient. The patient will be on aspirin for 12 months.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, based on the additional information provided by the customer a non-stryker microcatheter was used during the procedure which may also contributed to the failures reported. Also, as reported the guidewire was stuck, which might be due to some procedural factors that was encountered during the procedure; however, it cannot be confirmed. While there are a number of potential causes for the reported issues but because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported issues guidewire broken or fractured inside patient, un-retrieved device fragments and patient complications.

Event description:
It was reported that the patient presented to the hospital with a basilar apex aneurysm. The physician plan was to first stent the left posterior cerebral artery (pca) and then use a second stent on the right side if it was needed. After deploying the first stent, the subject guidewire was advanced into the patient¿s anatomy. Resistance was encountered when the physician tried to advance the subject guidewire to cross the first deployed stent. The guidewire was caught in the stent and got stuck in the right posterior cerebral artery (p1). Multiple images were taken, and it was confirmed that the guidewire did not perforate the artery. The physician was not able to torque the guidewire. When the physician tried to pull back the guidewire, the patient went asystole. The physician then left the guidewire and took the patient to perform post procedure computed tomography (CT). A few hours later, the patient was brought back to the operating room and multiple attempts were made to remove the guidewire; however, was not successful. The guidewire was cut, and part of the guidewire was left inside the patient. The patient will be on aspirin for 12 months.

Manufacturer narrative:
Event¿ executive summary - updated based on the additional information received. (B)(4).

Event description:
It was reported that the patient presented to the hospital with a basilar apex aneurysm. The physician plan was to first stent the left posterior cerebral artery (pca) and then use a second stent on the right side if it was needed. After deploying the first stent, the subject guidewire was advanced into the patient¿s anatomy. Resistance was encountered when the physician tried to advance the subject guidewire to cross the first deployed stent. The guidewire was caught in the stent and got stuck in the right posterior cerebral artery (p1). Multiple images were taken, and it was confirmed that the guidewire did not perforate the artery. The physician was not able to torque the guidewire. When the physician tried to pull back the guidewire, the patient went asystole. The physician then left the guidewire and took the patient to perform post procedure computed tomography (CT). A few hours later, the patient was brought back to the operating room and multiple attempts were made to remove the guidewire; however, was not successful. The guidewire was cut, and part of the guidewire was left inside the patient. The patient will be on aspirin for 12 months. Additional information was received indicating that the patient came back to the hospital due to experiencing irritation at the groin sight and the subject guidewire was noted to snapped at the neck from the patient moving head over time and the physician was able to retrieve the rest of the guidewire from the patient¿s anatomy. The patient is currently doing well.